Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that after the nurses finished a retro purge, they entered the values in lane a and started the path a. The moment the nurses pressed the lane, there was an occlusion of the a pathway. They suspected that the problem stemmed from the tubing. There was no report of human harm associated with this reported complaint.

Event description:
The customer provided additional information on 8 august 2023 as follows: they were made aware of the problem after retro purge, just before the start of the infusion, when the patient was connected to the tubing. The problem was noted about six months ago. The reported issue did not contribute any problems, and it did not cause any interruption of medication. There was no visual defect noted on the product. This happened with any substance, there was a non-hazardous product in pathway a (a pouch with electrolytes) and in route b (chemotherapy products). The site's biomedical engineer performed preventive maintenance on all the pumps. The problem occurred before they could start dispensing the drug through route a. There was no medical intervention required as a result of the event and no patient impacted. The customer provided 2 sample pictures, the first sample picture showing 2 tubings, pathway a and b connected to a plum pump where there is white sticker saying oncologie, with 2 pick stickers saying close. Clamps before opening door and in french fermer les clamps avant d¿ouvrir la porte, yellow sticker saying close lever when not in use with arrow down, the pump screen has writing in yellow that is not clear to read on the picture. The 2nd picture showing the alarm 07/28/23 09 :33 :05 n185 occl.proxi.apend.verif.oass. 07/28/23 10 :10 :38 n231 air tubulure proxi.bpurgetetro. 07/28/23 10 :25 :11 n161 vap voie a administre. 07/28/23 11 :06 :11 n231 air tubulure proxi. B purgeretro. 07/28/23 11 :07 :35 n185 occl.proxi.a pend.verif.casse. 07/28/23 11 :07 :57 n186 occlusion distale. 07/28/23 11 :08 :05 n186 occlusion distale. 07/28/23 11 :08 :25 n186 occlusion distale.

Manufacturer narrative:
Updated information from the customer can be found in b3 (new approximate event date), b5 and d10.

Manufacturer narrative:
Received one used list number (B)(4) primary plum set for inspection and one used unknown extension tubing with drip chamber. No damages or anomalies were identified. Each set was primed per product instructions and a flow test was performed using an ICU plum pump with a piggyback infusion through the secondary port using the received unknown extension tubing set. There were no cassette errors, no occlusion alarms, no air in line alarms and no restrictions in flow were observed. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 18aug2023 updated information can be found in g1.